Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error alarm. Customer¿s blood glucose was 13 mmol/l. Troubleshooting steps were provided for pump error. Customer reports they were able to clear the alarm. Customer states they are able to rewind the pump. Customer was assisted with the displacement test but at the time of test the battery was dead. Customer received the new battery and at that time the pump were unable to rewind. The insulin pump will not be returned for analysis.